Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from cut tubing at pinch valve (pv37). The fse replaced the tubing at pinch valve (pv37), resolving the leak. The fse observed fluid had leaked onto the connector of the peltier module (plb1) causing an ambient temperature errors. The fse cleaned the connector to resolve the ambient temperature errors reported. The fse verified the instrument and the instrument was returned to normal operation. Beckman coulter (bec) internal identifier for this report is (B)(4).

Event description:
The customer reported the instrument was generating ambient/lyse temperature errors and approximately 1 cubic centimeter of clenz leaked inside the coulter lh 500 hematology analyzer onto the counter. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of gloves, eye protection and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, or affect to user or to patient treatment attributed to this event.